Event description:
The surgeon attempted to implant a cc4204bf lens. The lens stuck in the cartridge, would not advance through the injector. No pt event or injury. It is unk if the device malfunctioned.